Event description:
It was reported that pump did not detect cartridge during use and generated cartridge change error. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding any actions taken by customer or by technical support, and device was not returned for evaluation.